Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Event description:
The device was loaded as usual practice. When deployed in the body, the shape of the la disc was deformed. The device was recaptured and deployed again with same deformed shape. The device was removed from the body and deployed on back table and appeared in the same deformed shape. A new amplatzer septal occluder was implanted with no issues. The patient was reported to be in stable condition.